Event description:
It was reported that a pt underwent a gynecological procedure on (B) (6) 2009. During the procedure, the cpc connector on the motor drive unit was broken. No adverse pt consequences occurred.

Manufacturer narrative:
(B) (4). (B) (4). Damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.